Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228576 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 228576, test base part number 195-430h/ lot: 224827. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228576 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the patient sample.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for three (3) tests performed on various dates. This MFR. Report addresses test three (3) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Initial testing with binaxnow was performed twice on (B)(6) 2024 and (B)(6) 2024 which generated negative results. Additional testing was performed at the doctor¿s office on (B)(6) 2024 using an unknown testing method which generated a positive result. The consumer indicated they were symptomatic. The consumer confirmed they, themselves did not experience any injury but they spread covid-19 to a friend and a family due to the binaxnow test results. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for three (3) tests performed on various dates. This MFR. Report addresses test three (3) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on 11aug2024 on an unknown sample type. Initial testing with binaxnow was performed twice on 06aug2024 and 08aug2024 which generated negative results. Additional testing was performed at the doctor¿s office on 11aug2024 using an unknown testing method which generated a positive result. The consumer indicated they were symptomatic. The consumer confirmed they, themselves did not experience any injury but they spread covid-19 to a friend and a family due to the binaxnow test results. No additional information was provided.